Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: orthopedic salvage system polyethylene tibial bushing, catalog#: 150476, lot#: 790090; orthopedic salvage system polyethylene femoral bushing, catalog#: 150477, lot#: 121980; orthopedic salvage system locking pin, catalog#: 150478, lot#: 769960. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00226, 0001825034-2018-00227, 0001825034-2018-00228. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00226 - 2, 0001825034 - 2018 - 00225 - 2, 0001825034 - 2018 - 00227 - 2, 0001825034 - 2018 - 00228 - 2.

Event description:
No further event information available at the time of this report.